Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the pump was powered up to a dim display with red text.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was (dim/fading/color spectrum). There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.